Event description:
It was reported that during a Flexible URS (Ureteroscopy) procedure for kidney stones, when the nurse connected the fiber into the laser unit and the surgeon activated the laser, there was no effect from the fiber. Due to this, the procedure was completed using another device. There were no patient complications. Analysis of the returned fiber identified distorted light exiting the fiber connector face, indicative of an internal connector fracture.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the retuned device confirmed the allegation of failure to operate fiber as analysis identified distorted light exiting the connector face, indicative of an internal fracture on the connector. Additionally, burn marks were observed on the connector. Functional testing revealed a weak aiming beam exiting the fiber tip. The Device History Record (DHR) indicates the device met all manufacturing specifications. A Labeling Review was completed and found that the Instructions for Use states, "Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement" and "If the spot is not circular, cleave the fiber (see "Fiber Tip Renewal During Operation" for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement." A Risk Review was completed and confirmed that the event of a Connector Fractured was defined in the risk documentation to support acceptable risk benefit for the product. Fracture within a connector can occur during procedural handling of the fiber during setup or use. This device malfunction can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Additionally, it is likely that the interaction between the fractured connector and blast shield led to the burn marks seen on the fiber connector face. An investigation conclusion code of Cause Trace to Component Failure was assigned to this investigation which indicates an expected or random component failure without any design or manufacturing issue.